Event description:
Customer reported potassium infusion started on an infant. Potassium was added to correct low level and later, a puddle of potassium was found on the floor. Customer reported slow leaking at the luer connection of the alaris set and a competitor set. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the set was discarded and the lot number was not identified; therefore, we were unable to review the lot history record and perform a product evaluation to determine the root cause.